Event description:
It was reported that the insulin pump had scratches to its screen that made the device illegible. The customer did not know the blood glucose reading. She stated that she had put the device in her bra, and the wire of the bra broke out of the fabric, scratching the insulin pump's screen. She noted that she could see some things on the screen, but she stated that it was hard to input the amount of carbohydrates and to check settings. She stated that she could not tell how much insulin the device was giving her. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window.